Manufacturer narrative:
The reported inability to insert lead was confirmed in the laboratory and was due to an anomalous lead. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after lead implant, several attempts to insert the lead pin into the device header failed. Physician tried with a new device which had the same issue. Device was explanted and replaced. Patient was stable following procedure and will be followed normally.